Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 8020879-2015-00002, 8020879-2015-00004.

Event description:
The customer reported obtaining a reproducible, elevated free triiodothyronine (access free t3) result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient's other thyroid function tests. The patient's free thyroxine (access frt4) result and the patient's human thyroid-stimulating hormone (access htsh) result were within normal reference ranges. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system and another access free t3 result above the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate methodology (centaur, siemens) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The customer did not supply calibration data. The patient's sample was collected in a becton dickson vacutainer serum separator tube and then centrifuged for fifteen (15) minutes at 3500 rpm (revolutions per minute) at room temperature. There was no report of sample integrity issues reported by the customer.